Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that rep got a call from patient yesterday. Patient said she felt a shock/electrical feeling in the vaginal/perineum area, the discomfort didn't stop until patient turned therapy off. Rep isn't aware of any trauma/fall/accident. Technical services (ts) advised rep to check the system integrity and possibly getting an x-ray to confirm lead hasn't moved. If everything checks out to be fine, then rep will just have to find a program and from the beginning. The caller was not with the patient. The patient¿s settings were at 2.6 volts per rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on sunday morning around 4 a.m., all of a sudden the device woke patient(pt) up as was experiencing a very strong vibration, felt like it was shocking them and it wasn't going away. After a while pt got out of bed and it still didn't stop so then after another while patient decided to turn the stimulation off however that didn't make a difference immediately, said took about a couple of hours before it subsided. Pt said that this happened to them with previous implant when it was close to end of service however said just received replacement system on (B)(6) 2021 (not yet registered). When asked, pt said they haven't had any recent medical tests or procedures, no falls, said that occasionally does lift something that is probably too heavy. The circumstances that led to the reported issue were unknown. Troubleshooting was unable to be performed as pt didn't want to turn stimulation back so reviewed recommendation to leave stimulation off until can be seen at hcp office. Reviewed adverse event information. The pt was redirected to their healthcare provider to further address the issue. Pt said they had already called hcp office and sent email to them yesterday and is waiting for their response. Pt to schedule an appointment to have implanted device checked and to run basic diagn ostics.